Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from the review, a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous coronary intervention, there was difficulty visualizing the apex balloon marker bands. The physician reported difficulty seeing the marker bands in obese patients. There were no pt complications and the procedure was completed successfully with this device.